Event description:
Customer called to report the pump was giving a no delivery alarms while customer was trying to give a bolus. Troubleshooting was performed. A no delivery alarms continued. Device was not dropped, bumped, or exposed to moisture.